Event description:
It was reported that the user experienced a low glucose event, with readings of 73 mg/dl on initial contact and subsequent confirmation of recovery after fast-acting carbohydrate intake; the user was using a libre 3+ sensor alongside the ilet system, and no specific device malfunction or component issue was identified. Symptoms included hypoglycemia with shaking. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.